Event description:
It was reported that the patient's leadless pacemaker (lp) exhibited an increase in capture threshold and a decrease in pacing impedance. It was observed that the lp had inadequate fixation. The lp was explanted. There were no patient consequences.